Manufacturer narrative:
The cadiere forceps has been returned and evaluated by the failure analysis team. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the cadiere forceps had a loose wire. There was no report of patient involvement and no reported injury.